Event description:
The lay user / patient contacted lfs regarding inaccurate results on their one touch verio iq meter. The patient mentioned that they obtained a 250 mg/dl on the lfs meter and at an unspecified time later tested on an accucheck meter and obtained a 184 mg/dl. The patient denied exhibiting any symptoms due to the alleged issue or seeking any medical treatment. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the result s greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.